Event description:
Additional information was received that patient was explanted. Explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the generator was discarded following surgery. No additional relevant information has been received to date.

Event description:
Additional information was received that the cause of seizures is due to external factor not related to vns. There is no indication the seizure activity was an increase. The patient has been being weaned off vns and seizure medication due to lack of seizure activity as her seizures are nonepileptic and stress related. The vns was disabled and patient is being referred for explant. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported by patient's husband that patient has an increase in seizure. Spouse noted that patient had broken her back from a seizure. No additional relevant information has been received to date.